Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the no vacuum and no aspiration, rupture of the zonules and posterior vitrectomy, posterior planectomy during cataract with intra ocular lens implantation (iol) surgery, during the surgery, the system experienced a vacuum delivery failure, resulting in insufficient aspiration. The surgeon attempted various measures such as changing the handpiece, tip, and cassette, but the issue persisted, leading to the system being turned off multiple times. Despite reconnecting the cassette and altering the handpiece, the vacuum problem persisted, causing an increase in ultrasound impulse that led to the rupture of the zonules and displacement of the crystalline towards the vitreous in the patient's eye. To mitigate the situation, the surgery proceeded using an alternative ophthalmic system, necessitating a posterior vitrectomy, posterior planectomy, and sulcus lens implant to complete the procedure. Additional information has been requested none received till date.

Event description:
A nurse reported that during a cataract surgery an ophthalmic operating console failed to perform the fill test system was restarted and the test was performed. However, during the surgery, the system experienced a vacuum delivery failure, resulting in insufficient aspiration. The surgeon attempted various measures such as changing the handpiece, tip, and cassette, but the issue persisted, leading to the system being turned off multiple times. Despite reconnecting the cassette and altering the handpiece, the vacuum problem persisted, causing an increase in ultrasound impulse that led to the rupture of the zonules and displacement of the crystalline towards the vitreous in the patient's eye. To mitigate the situation, the surgery proceeded using an alternative ophthalmic system, necessitating a posterior vitrectomy, posterior planectomy, and sulcus lens implant to complete the procedure. Additional information has been requested none received till date.

Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. Handpiece (hp) and tips were changed without improvement. The cassette was then exchanged, to allow for the surgery to continue. This caused a delay of approximately one (1) hour. The surgeon confirmed the cataract was ¿hyper-mature/white.¿ the surgeon attributes the system issues for the posterior capsule rupture. The surgeon performed an anterior vitrectomy. There was no final cataract removal, nor intraocular lens (iol) implanted at that time. The patient was then, referred to a retinal specialist. Additional related information was requested but none has been provided to date. Morganian cataract a mature cataract in which the cortex has liquefied and the nucleus moves freely within the lens. The milky cataract (morganian) will test a surgeon's skill, experience, and patience. The surgeon knows how to recognize when eyes are at a greater risk and may use techniques to mitigate the issue. When making the capsulotomy, the ¿milk¿ from the cataract fills the anterior chamber, obscuring the surgeon's view. The anterior capsulotomy may not be complete. Filling the anterior chamber with viscoelastic before starting the capsulotomy may help. The operator¿s manual states: a vacuum tone is provided. The pitch will vary relative to the amount of vacuum. A high vacuum can indicate that little to no flow is occurring. This tone can be reduced in volume but not turned off. The use of the handpiece in the absence of irrigation flow or loss of irrigation flow can cause excessive heating an potential thermal injury. Do not exceed maximum capacity of 500 (milliliter) ml. Excessive pressure in drain bag can result.¿ the company representative trouble shot the issue with the customer on the phone. The surgeon was asked to lower the vacuum mode with a larger/dense cortex. The surgeon tried this and was able to complete the next cases ¿slower, but without issues. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of posterior capsule (pc) tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. The system operator¿s manual includes a warning: ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Adjusting aspiration rates or vacuum limits above the preset values or lowering the intraocular pressure (iop) or intravenous (IV) pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. When filling handpiece test chamber, if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubing is not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Avoid setting the patient above the fluid management system (fms) unless patient eye level (pel) is used. Operating with the patient above the fluid management system (fms) without pel adjustment will result in a lower irrigation pressure than indicated on the display, and possible under-venting. Use of balanced salt solution (bss) irrigating fluid bags other than those approved by for use in the fluidics system can result in patient injury or system damage. Use of appropriate technique and settings is important to minimize fragments and turbulence. Do not remove the fms during the surgical procedure. In the event of a system error, release footswitch to the up position. Improper handling or removal of dual irrigation handpiece tip from eye may cause draining of the fluidics system. An image provided by the customer shows system message was generated on the console display. System message advisory is related to an unwarranted condition detected during the handpiece test. The system message (sm) is no related to the cassette. No cassette pak has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that surgery was not possible to perform. Patient was referred to retinology who suggested phacoemulsification surgery and insertion of an artisan type lens. Patient required a reoperation after the surgery.